Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). E1: state, province, or territory - (B)(6). G4: additional PMA/510(k) number ¿ k113753/k112160 product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #37 was removed due to implant fracture during placement and was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Corrections: e2: health professional was submitted incorrectly as "yes". The correct health professional data is "no". E3: occupation was submitted incorrectly as other health care professional. The correct occupation is non-healthcare professional. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one reported implant for evaluation. Visual evaluation was performed, a fracture has been identified on the implants bottom section. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the bottom section. The reported event was confirmed.

Event description:
No additional event information received at the time of this report.